Manufacturer narrative:
The zoll catheter in complaint was not returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
Female patient hospitalized due to hypothermia. Ivtm console set to max with a target temp of 33 degrees celsius. Initial quattro was inserted into patient's right femoral. Insertion of initial catheter was considered smooth and attending physician reportedly has placed catheters before. At unspecified times, the patient's saline bag was replaced and as patient maintain temperature, the ivtm console displayed an air trap alarm. The attending charge nurse contacted zoll clinical field specialist (cfs) to inform of the event, by at which time the initial catheter had been in the patient for 24 hours and the patient has since reached their target temperature. According to nurse, there were no signs of leaks. Per advise from the zoll cfs, the catheter needed to be replaced. Patient currently remains in stable condition.

Manufacturer narrative:
Evaluation of the returned catheter could not replicate the customer reported issue. The quattro catheter functioned as intended. During manufacturing all quattro catheters go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This included destructive testing to verify burst strength. Only units that passed are moved to the next process. Visual inspection of the returned catheter was performed. No abnormalities with the catheter were seen. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressure was increased up to 100psi and no leak was observed. The balloons were able to deflate without difficulties. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for quattro catheter lot # 76333.